Event description:
The reporter to animas on (B)(4) 2014 reporting that this issue started in (B)(6) 2013. Customer support (cs) reviewed with the reporter and the patient indicated that the pump is only being primed 5 units. The patient stated that they watch screen for 5 units and then stopped priming, connects and fills cannula. Cs explained that prime should continue until 5 drops from end of needle. This will take about 12u to prime. Otherwise, air is being delivered instead of insulin. Instructed patient to disconnect and prime as new set was started hours ago. Primed one unit before insulin dripped out, though many hours after new set was originally primed. Requested that they do this carefully and monitor. The reporter stated that the patient¿s blood glucose (bg) was 286-550mg/dl. The patient was hospitalized for diabetic ketoacidosis with dehydration, exhaustion and small ketones. This report is being made due to the patient¿s hyperglycemic event that resulted from patient not adequately priming the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient not adequately priming the pump).